Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed a pump error indicating that there was a motor power supply voltage error detected. The customer¿s blood glucose level was 191mg/dl at the time of the incident. The customer stated that they were not able to rewind. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with loop back error pump error 41 alarm problem isolated to electrical board. We were unable to perform displacement, rewind, seating and basic occlusion tests due to constant pump error 41. A cracked retainer, minor scratched display window and scratched case was noted during visual inspection.